Event description:
Implant did not integrate.

Manufacturer narrative:
Severity : minimal. Frequency : less than 2% of all implants manufactured. The implant does not appear to have been defective in any way.